Event description:
During a preventive maintenance inspection of the iabp at (B)(6) depot facility, the company service representative observed that the iabp display was white with no colors. No patient was involved.

Manufacturer narrative:
The company service representative evaluated the unit at the (B)(6) depot facility (loaner unit) and replaced the video receiver, pcb inverter and the cable dc/ac inverter. Completed the preventive maintenance (pm), performed the functional tests and safety checks to meet factory specifications. The unit was released to for use. The parts replaced were inadvertently discarded and thus no further evaluation can be performed. (B)(4).